Event description:
A review of the reported information indicates that model rf310f vena cava filter allegedly experienced detachment, obstruction of flow, positioning problem and difficult to remove. The information was received from a single source. This malfunction involved one patient with no patient consequences. A (B)(6) patient weighs (B)(6) and gender was not provided.